Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on the (B)(6) 2024. On (B)(6) 2024, it was reported that the patient woke at 0200 feeling sluggish. The dexcom sensor was reading low and when he took a finger stick, it read high (so high that it wouldn't even give a reading, it just said "high"). He gave himself 60 units of insulin, and at 0300 his wife called the hospital because he was still feeling sluggish. When the ambulance arrived, the fingerstick still read high and dexcom still read low. The patient did not recall the high bg value. The ambulance brought him to the hospital together with his wife. The patient did not recall what they gave him in the ambulance. He was brought the emergency room. In the emergency room, they took his glucose reading and it read 469 mg/dl the egv at that moment was not documented. They gave him IV fluids and 10 units of insulin. He was discharged at 0700 and was in stable condition at the time of the report the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.